Event description:
It was reported that the patient was admitted to the emergency room for unrelated health issue. It was noted that the patient's implantable cardioverter defibrillator (ICD) had provided inappropriate therapy due to atrial tachycardia with rapid ventricular rate episode. The device was reprogrammed. No patient consequences reported.